Event description:
It was reported following hosp discharge, the pt felt a sharp pain in the groin. The pt was readmitted to the hospital and underwent surgery to repair a pseudoaneurysm. The event occurred more than 48 hours after discharge.